Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery the inner blade of a disposable blade 4.5mm fr elite could not be rotated when it was used and this caused the handpiece to get hot. There was no problem with the handpiece because overheating did not occur when another blades were connected to it and used. Surgery was completed using a smith and nephew back-up device. No patient injuries or delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned. The inner blade of the device had some markings on the metal from use. A functional evaluation concluded that this device was able to operate under the oscillate, forward, and reverse functions without incident. There was not excessive heat output from the device. The device had a tighter fit between the inner and outer blades, but it did not influence device operation. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.